Manufacturer narrative:
H4: the lot was manufactured from july 13, 2020 - july 15, 2020. H10: two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port bonding area in all samples. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause of the condition was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the correction quantity of the affected and evaluated product is one (1), previously submitted as two (2). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This was identified after filling, before use. There was no patient involvement. No additional information is available.